Manufacturer narrative:
Initial.

Event description:
It was reported that during a routine supply change the patient¿s 23" teflon infusion set fell apart while removing the spiral adhesive, and the patient initially deployed the infusion set incorrectly or did not attach the connector correctly; the patient then completed the change with guidance and resumed insulin delivery, and a replacement infusion set was shipped. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.